Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high and low blood glucose. Customer's blood glucose at time of incidents was 302 mg/dl. The customer was admitted to the hospital as result of high blood glucose. Customer stated that he is gone in for high but mostly for lows. Customer was wearing the pump during high and low blood glucose. Customer stated that it happened a month ago. Customer was assisted in programming the pump.